Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix partly retracted, tissue growth was visible in helix. Removed tissue to find helix was bent, no further helix testing possible.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead fractured and dislodged due to twiddler's syndrome. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.